Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer who confirmed that the system was functioning properly after they reseated the fiber cables and restarted the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called the technical service engineer (tse) and stated that they had to turn the system off because the zero degree endoscope lens kept flipping. Error 54 and 55 was observed in the logs on the blue fiber cable. The customer confirmed the blue fiber cable was at the vision side cart (vsc) and patient side cart (psc). The leds were both red in color. The tse informed the customer that it was likely that there was a loose or dirty connector at the vsc, or the psc and they could troubleshoot at that time or later, but it may require a power cycle of the system. The surgeon docked and was proceeding with the case. The customer stated the leds were all blue at that time. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.